Event description:
It was reported that the patient underwent a myomectomy procedure on (B)(6)2024 and barbed suture was used. The suture was split in the surgery. Changed to another one to complete the surgery. There was no patient consequence reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm the lot number, as the reported lot, thmlol, is an invalid lot number. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm the lot number, as the reported lot, thmlol, is an invalid lot number.--contacted with the sales rep today via phone, the information requested is unknown.